Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents from this lot reported for single leaflet device attachment (slda). All available information was investigated and the reported slda appears to be related to the patient morphology/pathology (small and fibrotic posterior mitral leaflet). The reported tissue damage appears to be a result of the slda. The reported patient effect of mitral valve tissue damage, as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report single leaflet device attachment (slda) and leaflet tear. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve, and the deployment sequence was started. After the release pin was removed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It was observed that the posterior leaflet was torn. A second clip was placed lateral to the slda clip at central a2p2. Two clips were implanted, reducing the mr to 1-2. No treatment was performed for the tear in the leaflet or slda as the clip was firm on the anterior leaflet. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.